Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 14 reports, regarding 15 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported the presentation of a case of gas embolism involving the use of the as-ifs1, airseal ifs, 110v device. ¿it has been confirmed that a research report on gas embolism that occurred when using airseal was presented at the 124th annual congress of japan surgical society. Study on risk factors for carbon dioxide embolism in laparoscopic liver resection region carbon dioxide embolism occurs in approximately 0.15% of all laparoscopic surgeries, and the incidence rate is higher in laparoscopic hepatectomy at 0.2-1.5% compared to arthroscopic surgery for other organs. It is said that carbon dioxide embolism is a serious complication that affects circulation and breathing, and there have been some reports of death.¿. Follow-up assessment found that reports of death ¿did not occur at this facility¿, with no further details available. There is no allegation of malfunction of the device. This report is being raised due to the reported injury of gas embolism.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported the presentation of a case of gas embolism involving the use of the as-ifs1, airseal ifs, 110v device. ¿it has been confirmed that a research report on gas embolism that occurred when using airseal was presented at the 124th annual congress of japan surgical society. Study on risk factors for carbon dioxide embolism in laparoscopic liver resection region carbon dioxide embolism occurs in approximately 0.15% of all laparoscopic surgeries, and the incidence rate is higher in laparoscopic hepatectomy at 0.2-1.5% compared to arthroscopic surgery for other organs. It is said that carbon dioxide embolism is a serious complication that affects circulation and breathing, and there have been some reports of death.¿. Follow-up assessment found that reports of death ¿did not occur at this facility¿, with no further details available. There is no allegation of malfunction of the device. This report is being raised due to the reported injury of gas embolism.